Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately compared with feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began on an unspecified date and time prior to contacting lfs. The patient manages her diabetes with pills diet and exercise and denied taking any action to her usual diabetes management routine as a result of the alleged issue. On the ¿second week of october¿ the patient claimed she obtained readings of ¿76 and 300mg/dl¿ on the lfs meter compared to her feelings/normal results. On an unknown date and time the patient reported symptoms of ¿dizzy and sweaty¿ and was treated by a health care professional (hcp) with ¿5 units of insulin¿ and performed a blood test which read 254mg/dl. At the time of troubleshooting, the cca determined that the correct unit of measure was used at the time of testing. Cca also noted that the test strips had been stored incorrectly or exceeded their expiry date. Replacement products have been sent to the patient. Although it is unknown if the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.

Manufacturer narrative:
Follow-up # 1 ¿ (02/09/2015). The patient¿s meter and test strips have been returned on 1/22/2015 and 1/29/2015, respectively, and evaluated by lifescan product analysis on 1/26/2015 and 1/29/2015, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.